Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the constant gong alarms and test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed testing and delivered a monophasic pulse. Upon evaluation, the q13 and q17 insulated-gate bipolar transistors (igbts) had shorted. In addition, the multiple components on the computer / analog (ca) board were contaminated. The cause of the test failure is the damaged components. Root cause investigation into igbt failures is underway. The root cause of th contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms. In addition, during servicing of the patient's monitor, the monitor failed testing.